Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor.

Event description:
The customer reported via phone call that the sensor stayed on the pedestal and the needle hub was stuck in the inserter during insertion. The customer's blood glucose was 10.7 mmol/l. The customer agreed to return the sensor for analysis.